Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: [hospital]. "The clips were not fired. Even though the clips were fired, clips were stuck to the jaws. The device was replaced with a new device." Product is available for return. Additional information was received via email on 02apr2024 from [name], amk regional sales manager "the issue was initially observed when the first clip or a subsequent clip was loaded. It occurred 2~3 times. [Competitor device] was used. A clip did not properly seated into the jaws. Any pressure was not applied to the trigger while moving through the trocar. A clip was not loaded into the jaws prior to the device's insertion/removal through the trocar. A clip was not manually removed as a loaded clip, leaving the feeder exposed." Patient status: there was no problem with the patient. Intervention: the case was completed with the new device.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant¿s experience could not be replicated or confirmed as the device passed the functional testing and no nonconformances were found during visual inspection. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. Applied medical has performed a historical trend analysis and review of production records and no trends were identified. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: [hospital]. "The clips were not fired. Even though the clips were fired, clips were stuck to the jaws. The device was replaced with a new device.". Product is available for return. Additional information was received via email on 02apr2024 from [name], (B)(6) sales manager "the issue was initially observed when the first clip or a subsequent clip was loaded. It occurred 2~3 times. Sejong medical lap single was used. A clip did not properly seated into the jaws. Any pressure was not applied to the trigger while moving through the trocar. A clip was not loaded into the jaws prior to the device's insertion/removal through the trocar. A clip was not manually removed as a loaded clip, leaving the feeder exposed.". Patient status: there was no problem with the patient. Intervention: the case was completed with the new device.